Manufacturer narrative:
Address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: there has been a couple of reports of primary tubing (# 2426-0007) leaking, lot# (10)23039059.